Manufacturer narrative:
The initial MDR 2247117-2017-00132 was filed on (B)(6) 2017. The first supplemental MDR 2247117-2017-00132_s1 was filed on (B)(6) 2017. Additional information ((B)(6) 2017): a siemens customer service engineer (cse) revisited the customer site. The cse replaced the probe assembly, printed circuit assembly (pca) temperature processor/clot detect, pca digital fluids, and sample dilution well assembly. A siemens headquarters support center specialist reviewed the event data and concluded that the potential cause of the issue may have been due to inappropriate aspiration/dispense of sample. The system is now reporting quality controls and patient samples for human chorionic hormone without issue. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Manufacturer narrative:
The initial MDR 2247117-2017-00118 was filed on (B)(6) 2017. Additional information (03-nov-2017): on (B)(6) 2017, a siemens field application specialist (fas) was dispatched to the customer site. The fas ran a water test and the results were acceptable. The customer received a new kit for lot 388 and ran the samples, which resulted similar to those obtained with two other kits of lot 388. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found a problem with the sample aspiration. Additionally, there were several errors with the sample and reagent valves. The cause of the discordant human chorionic gonadotropin results on patient samples is unknown. Siemens is investigating the issue.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that they run only one level of quality control during the week and another level in the consecutive week. The customer had run only one level of quality control during the day discordant results were obtained. After receiving the complaint from the physician(s), the customer reviewed the quality control data and realized that level 2 and 3 were giving values >6 standard deviation. As per immulite 2000 hcg instructions for use, "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system, or within an established range determined by an appropriate internal laboratory quality control scheme." Kit lot used was 388, which was adjusted initially on (B)(6) 2017 with a high slope and high intercept. On (B)(6) 2017, the customer readjusted the kit using the same adjustors as they prepare 2 aliquots per adjustor, one to use and another that is refrigerated. The slope and intercept upon readjustment were lower than that obtained on the initial adjustment. The customer ran daily maintenance prior to readjusting the kit. Upon the ccc specialist's recommendations, the customer ran the water test, which was acceptable. The customer decontaminated the system and ran quality controls, which were acceptable. On (B)(6) 2017, the customer called back and reported that the quality controls were low. The customer has stopped using kit lot 388. The cause of the discordant hcg results on patient samples is unknown. Siemens is investigating the issue.

Event description:
The customer of an immulite 2000 instrument contacted a siemens customer care center and stated that the physician(s) complained about the human chorionic gonadotropin (hcg) results for patient samples being higher than expected. The samples were not repeated and no corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant hcg results.